Event description:
It was reported that the pt did not improve after implantation. The physician suspected an occlusion in the shunt.

Manufacturer narrative:
There were no noted occlusion or debris in the returned catheter. There were no noted anomalies. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.